Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there were acu watchdog and primary audible alarm errors in the history. Start-up and multiple flow and occlusion tests as well as an inspection were performed. The reported damage on the case was able to be confirmed, but there was no acu watchdog error. Impact to the pump by the customer was the cause of the case damage. The top case was replaced and the speaker was replaced as a preventative measure for the acu watchdog and primary audible alarm errors in the event history log.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog alarm and the top case was cracked. There was no reported adverse event.